Event description:
False positive result(s). User received 3 positive results with ff and several negative results with other tests. Timeline below: (B)(6) 2022 - one on/go test: negative. (B)(6) 2022 - two flowflex tests: positive. (B)(6) 2022 - two ihealth tests - negative; one flowflex test: positive .(B)(6) 2022 - one pcr test (labcorp/helix sars-cov-2 rna, ql naat, rt pcr/tma): negative. (B)(6) 2022 - one ihealth test: negative.

Manufacturer narrative:
No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr.